Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s alarm history showed that cs 087 call service alarms were recorded. During testing, the pump powered on with no visible lines through the display observed. The display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that a component on the printed circuit board was defective causing the pump to emit a cs 069 call service alarm upon start up. The pump was able to be powered on and exercised with no further alarms after replacing and reprogramming the defective component on the printed circuit board. The complaint that there were lines on the display screen was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.